Event description:
It was reported the patient has been experiencing pocket heating at all times since (B)(6) 2012. It is unknown if the patient experiences the heating while recharging the ipg. In turn, the patient stopped maintaining the ipg as recommended. As a result, the patient has lost stimulation and the ips is unable to communicate with his external devices. The patient plans to undergo surgical intervention to address the issue.

Manufacturer narrative:
The ipg serial number is in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.